Event description:
It was reported there was a short circuit and rapid battery depletion. After a replacement on (B)(6) 2012 due to battery end-of-life (eol), an implantable neurostimulator (ins) showed an elective replacement indicator (eri) message. Therapy was 'good' prior to replacement with being programmed to c+, 1-. Following 'a week or two after replacement,' the patient was reprogrammed to 0, 1, 2 in bipolar pairs with good battery voltage. The patient was not getting therapy after a week at this bipole setting and the eri was displayed. Last week during reprogramming, the ins battery measured 2.95 volts and measured 2.54 volts at the time of the report. Stimulation was at 61 ohms and current was high. As of (B)(6) 2012, the left side 0 <(>&<)> 2 electrodes had impedances measuring 36 ohms. There was no injury reported and no known side effects at that time. As of the date of this report, the ins was programmed at '0+, 1-, 2-' with electrodes 0 <(>&<)> 2 impedances measuring 34 ohms. A short circuit was suspected. It was reported a health care professional reprogrammed the ins to 'exactly the shorted pair.' This lead to the eri a few days later. Impedance readings were 744 ohms for c-0 and c-2. At the time of the report the patient had left side stimulation programmed on 0-3. The patient was not getting as much benefit with the new ins battery as with the previous one. It was noted diagnostics were planned but not conducted yet. It was reported on (B)(6) 2012 the new battery voltage was 2.5 volts and at reprogramming was 2.71 volts. It was reported on (B)(6) 2012 that the ins was reprogrammed around the short circuit using c+/1- and the battery voltage went from 2.5 volts at the last measurement to 2.94 volts. It was reported on (B)(6) 2012 the battery would be replaced when it reached 2.7 volts.

Event description:
The patient reported their implantable neurostimulator (ins) ¿short circuited shortly after implant and went away then a lot of the battery depleted.¿ the patient noted their first battery went from 3.5 volts to 3.1 volts in ¿over a year¿ and their current battery was at 2.88 volts since implant. The patient stated that their battery voltage had been ¿at that level for a while¿at the time of report. Additional information stated the impedance measurement between contacts zero and two was 1617 ohms and was ¿fine¿ on the day of report. It was noted the patient¿s ¿intraoperative ((B)(6) 2012) impedance was 36 ohms¿ between contacts zero and two. The physician stated there was a note on the patient¿s chart ¿not to use zero.¿ the patient¿s impedances ¿were all fine¿ when measured (B)(6) 2012. The patient¿s physician stated the patient was ¿very unhappy¿ at the time of report. It was noted that the patient stated that ¿since his generator was replaced he had horrible tremor control.¿ it was further noted that on ¿one side he¿s doing fine, the other side he¿s not.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot# v395384, implanted: (B)(6) 2010, product type lead; product ID 3387s-40, lot# v395384, implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient¿s battery was ¿down to 2.85¿ volts. The patient reported that when they implanted his ins he had a ¿zero impedance on one of the probes.¿ the patient further reported that ¿they almost cooked the battery, but it seemed to come back.¿ it was noted the battery had ¿been running low, but steady for the last several months.¿ it was stated the patient experienced an ¿eri¿ (elective replacement indicator) message. Additional information stated the patient was seen by their physician on (B)(6) 2013 and that ¿all battery and impedances were ok, except [contacts] 0 and 2 were low at 53 ohms.¿ it was noted they were ¿not using [contact] 2.¿ the patient¿s physician noted they would ¿continue to monitor the battery for a decrease in power.¿ the patient was noted to not have required hospitalization and had an outcome of ¿no injury.¿